Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user received medical treatment at the sensor insertion site and was prescribed with clindamycin 300mg user is doing fine and symptoms had disappeared. No further resolution was necessary for this complaint.

Event description:
On (B)(6)2024, senseonics was made aware of an incident where the user reported symptoms of pain, swelling and redness at the insertion site where the previous sensor was removed and inserted with a new sensor. The user also reported differences between the bg and sg readings in the associated sensor inaccuracies case. Upon review, it was determined that the system had experienced a brief period of instability and showed signs of normalizing. The user was not sure if the sensor had failed or was possibly infected. The user was advised to continue using the system and calibrating as required.